Event description:
It was reported that the patient had presented to the hospital with nausea, vomiting, and chest pain (B)(6) 2024. Blood cultures were positive for enterococcus. A chest computed tomography (CT) scan was clear, no infection. It was the same bacteria as prior to left ventricular assist device (lvad) exchange per cultures. They were started on daptomycin on (B)(6) 2024. The patient was discharged home on antibiotics (B)(6) 2024 when symptoms resolved. The patient continued daptomycin until (B)(6) 2024, when they switched to minocycline. The patient was to be continuing minocycline at home. They had been doing well at home, and monitoring was to be continued on outpatient basis as continued plan of care. The source of infection was unknown, but it was noted as the same bacteria as prior to pump exchange from hmii to hm3 on (B)(6) 2023. MFR#2916596-2023-00532 (previous infection, prior to lvad exchange).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section b2: corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. The patient will continue to be monitored on an outpatient basis and remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was to remain chronically on minocycline and had not required recent rehospitalization.